Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed an endocarditis with possible seeding from a bacterial superinfection of influenza. It was noted that blood cultures were taken, and the results were positive. The cardiac resynchronization therapy defibrillator (crt-d) was removed. The patient is a participant in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The cardiac resynchronization therapy defibrillator (crt-d) system was removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received noted the organism identified was staphylococcus aureus bacteremia.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received noted that patient also had influenza a and the organism identified as a high grade (B)(6). It was noted that antibiotics was administered.